Event description:
It was reported that, a renasys go unit overheats when being charged. As this happened in a non-surgical environment, there was not patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. Visual inspection of the returned device did not identify any issues. Overheating did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Probable root cause maybe when the renasys device reaches a set temperature the device suspends charging, to prevent damage, please consult the IFU. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.